Event description:
Patient implanted with right ventricular (rv) lead had normal impedance measurements up until 6 weeks after the implant date, (found on remote monitor) when impedance abruptly increased to greater than 200 ohms. The patient was brought into the office a couple days later, where impedances had dropped but were not within the range that device was measuring prior to greater than 200 ohms measurement. Unable to reproduce greater than 200 ohms measurement in office. All configurations were measured with measurements higher than expected for this lead. A chest x ray was done with no obvious problems with the lead. The patient was taken to the cath lab. The set screws were secure and there was no obvious visual problem with the lead. The lead was explanted and a new lead was placed. The explanted lead was sent back to the manufacturer for further testing.======================manufacturer response for rv lead, reliance g active fix dual coil 64 cm (per site reporter).======================no response from the manufacturer yet. Explanted lead was given to the field rep to send back to the company.